Event description:
Upon opening c-section pack, irrigation bulb syringe found to have unknown brown/translucent substance on inside of syringe as well as at connection between bulb and syringe. Pulled from service and new syringe obtained.